Event description:
The user facility reported that during use on a pt the tracheal tube experienced a slow leak. It was also reported that the cuff was tested prior to use. The pt was re-intubated with a similar device. There was no pt injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One sample was received for evaluation. A visual inspection was performed, and it was observed all the components are assembled properly. An inflation/deflation test was performed, and the cuff was left inflated for two hours. No leaks were observed. The failure was not duplicated. (B)(4).